Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on (B)(6) 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310]. The device was received. Investigation is not yet completed. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo lesion in the non-tortuous mid left anterior descending (lad) coronary artery. After deploying an unspecified 3.5 mm xience stent without issue, a 3.75 x 12 mm nc trek rx balloon dilatation catheter (bdc) was flushed and the protective sheath was removed without difficulty, and was then advanced to the stent without resistance to perform routine post-dilatation. When attempting to inflate the bdc, however, the balloon did not inflate at all. The bdc was withdrawn without resistance. While troubleshooting the device outside of the anatomy, the balloon was able to be inflated without difficulty, but was very slow to deflate and could only be slightly deflated. No leaks or damage were noted on the device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.